Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump failed displacement test. The customer¿s blood glucose level was high of 354 mg/dl at the time of the incident. It was also reported that they were tried to put a new insulin and they can hear it was rewind but it was not filling insulin on the tubing. It was also reported that they did not received message no reservoir detected instead they are seeing a message to go next-tried twice - no go delivered by 10.30 am. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to perform any tests due to critical pump error alarm. The motor was tested outside of the device and passed.